Manufacturer narrative:
Type of report, corrected data: follow up # 2. Supplemental MDR inadvertently did not include the type of report and the follow up number.

Event description:
A review of device history records for the lead shows that no unresolved non-conformances were found. Clinic notes were received for patient's referral for surgery. Per notes, the device is not working properly and lead impedance was more than 10,000 ohms. Per the physician, this is most commonly seen with disconnection of the wires. The device output current was programmed to 0 milliamp. No known surgical interventions have occurred to date.

Event description:
It was reported that the physician observed high impedance for patient's device. There were no known causes or preceding events that may have contributed to the event. The neurologist referred patient for lead revision. No known surgical intervention has occurred to date.

Event description:
Patient underwent explant surgery as the patient hasn¿t had a seizure in a long time and is currently off all medications. Patient wanted vns to be explanted. The surgeon explanted the generator, but left the lead implanted.